Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had additive issues. The following was reported, "material no. 366560 batch no. Unknown it was reported that the citrate tubes had a gelling issues. "Gelling issue in citrate tubes, with blood."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. Retention samples from the incident lots were evaluated. All samples were visually inspected for the presence of citrate additive, and all tubes were found to contain the correct amount of additive in the tube. Following visual inspection, all samples were tested for the amount of the citrate additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had additive issues. The following was reported, "material no. 366560 batch no. Unknown. It was reported that the citrate tubes had a gelling issues. "Gelling issue in citrate tubes, with blood.".